Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of catheter tip integrity with lot#: 9115991 regarding item #: 38831114. Occurrence: 1st. Related complaints: n/a. DHR review: batch history analysis: an analysis of the batch history of the device has been completed for sub-assembly#: 8016603. Batch#: 9086830. Manufactured from 3-april-2019 to 26-april-2019 on the icam03 machine used in the claimed batch#: 9087765. These batches were analyzed for the tests to check "damaged component and damaged catheter" and no records were found that could lead to the claimed defect. Qn / ncmr review: there is no quality notification (qn) or non-conformity report for "damaged component", "transfixed catheter", "needle tip penetration", "catheter tip", "catheter slip" and or anything that might lead to this complaint. Unplanned maintenance: the corrective maintenance history during the manufacturing period of the assembly lot involved in this claim was evaluated and no records related to this defect were verified. Fmea analysis: according to the analysis of the client description ¿catheter #: 24 with a twisted tip¿ it was not possible to analyze fmea. In addition to the fact that no related records of damage were found in the catheter and any other non-conformities in the analysis of the product history, therefore, at this moment, no changes to the fmea (B)(4), will be necessary and the defect will be monitored according to the qda meeting. Investigation conclusion: not confirmed: bd was unable to confirm the claim for the defect claimed. In addition to not being evidenced records that could cause this complaint during the analysis of the batch history, corrective maintenance and nonconformities, without samples or photos for analysis could not confirm the defect reported by the customer. Complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time. Root cause description: based on the results of the investigation to date, a root cause has not been determined for this claim.

Event description:
It was reported that bd insyte¿ cateter i.v. 24ga x 0.75¿ (0.7 x 19 mm) (latin america) had a deformed tip. The following information was provided by the initial reporter: "catheter # 24 with a twisted tip."